Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was difficult to operate during use. The following was reported by the initial reporter: "it was reported that needles do not pop out as intended. Verbatim: verbatim from email copied and pasted below: email received 2021-01-12 15:32:58 the needles do not always pop out as intended. This makes mego through multiple needs per insulin shot and it's always asurprise as to which ones work. All of the needles should workthe same."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was difficult to operate during use. The following was reported by the initial reporter: "it was reported that needles do not pop out as intended. Verbatim: verbatim from email copied and pasted below: email received, (B)(6) 2021, 15:32:58 the needles do not always pop out as intended. This makes mego through multiple needs per insulin shot and it's always a surprise as to which ones work. All of the needles should work the same."